Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy during a sinus tachycardia. The right atrial lead exhibited noise. Programming changes would be done.